Event description:
It was reported to boston scientific that during preparation the sheath detached from the handle and the inner wire protruded from between the sheath and the handle during activation of the handle. A new one was used to successfully complete the procedure.